Event description:
During the investigation of a vns patient's reported event, it was noted that the patient had her leads removed in 1997. There was no reported reason for this removal at this time of the discovery. Follow-up revealed that the patient had been a part of an epilepsy study, which she exited in 1996. However, information from the patient's last known following physician indicated that the patient had in fact undergone a full explant in 1997 due to "chest pain and difficulty breathing." No more information on the issues could be given by the site. A search of the manufacturer's programming history database showed last known diagnostics were performed on (B)(6) 1997. Results were within normal limits at this time. Furthermore, last known settings on this date show the device's being disabled.